Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 9th december 2021 getinge became aware of an issue with two of surgical lights - lucea 100. The headlight cover particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause contamination or injury.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The correction of h6 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2016-08-03. Corrected h4 manufacture date: 2016-08-25. Getinge became aware of an issue with surgical light - lucea 100. The headlight cover particles were missing from cupola. There was no injury reported, however, we decided to report the issue in abundance of caution, as parts or particles falling off into sterile field or during procedure may cause contamination or injury. It was established that when the event occurred, the surgical light did not meet its specification due to particles missing from headlights cover, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of particles missing from the headlight cover occurrence is low. As stated by subject matter expert at manufacturer, cracks located on the light head lower covers, at the edge of the on/off button, were detected during daily visual inspection, as recommended by the user manual. If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. To prevent any incident due to paint chipping and corrosion, lucea 50/100 user manual mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. What is more, for cleaning, the IFU informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.